Event description:
According to the available event detials, bioglue was applied in 2004 in an unspecified cardiac procedure for pt with a history of coronary artery disease. The pt did well in the initial post-operative period. However, approximately one month after surgery, a swelling of the lower end of the sternal surgical wound was present. Approximately 100ml of brown, sterile, slightly turbid fluid was aspirated, which allowed the sweeling to subside. A CT scan was performed, which revealed a space between the diaphragm and the interior wall of the right ventricle. The area was then surgically explored and a dark mass was visualized, which was then removed. The pt is currently in good visualized, which was then removed. The pt is currently in good condition with no additional complications reported to date. Samples of the reported dark mass have been provided to cryolife for evaluation.